Manufacturer narrative:
Concomitant medical products: product ID: 5976-52, lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an acute rise in impedance and the impedance was now high. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.